Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during a follow-up. Noise complexes were observed on egm. All other measurements were stable and in range. Chest x-ray was suggested, but not performed. Programming changes were made.